Event description:
Patient on intra aortic balloon pump. The pump alarmed "blood detected" and shut down. The balloon pump had to be removed immediately to avoid potential serious complications. The "blood detected" alarm indicates balloon rupture and is an emergent situation for the patient.